Manufacturer narrative:
According to the customer, on (B)(6) 2024 the balloon did not "occlude flow of urine through the urethra despite being fully inflated". The customer reported the balloon was "deflated, catheter repositioned, balloon re-inflated", however the issue persisted requiring a new catheter to be inserted. The customer reported the "syringe/water" from the kit was utilized for balloon inflation. The customer reported there was no injury related to the reported issue. The customer reported there was no serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on 09/23/2024 the balloon did not "occlude flow of urine through the urethra despite being fully inflated".